Manufacturer narrative:
This report has been found to be a duplicate of MDR 2124215-2025-25717. Any future communication for this complaint will be made under that report number.

Event description:
It was reported that this right atrial (ra) lead fractured. The lead exhibited high out of range pacing impedance and oversensing of noisy signals. The lead was explanted. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead fractured. The lead exhibited high out of range pacing impedance and oversensing of noisy signals. The lead was explanted. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.